Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The valve was not returned as it is still implanted in the patient. Imagery was provided and an imaging review with an edwards proctor was completed. The findings were:  procedural cine images showed, hypertrophic lv, heavily calcified annulus, bav x1 (no contrast), undeployed valve seen across annulus, several valve positioning adjustments seen (aortic/ventricular), valve deployed, appears 90:10 (a/v), valve appears fully inflated, central ai seen with wire out, second valve deployed within first valve, no post angio to demonstrate ar.  Echo images showed, ¿flail strip of tissue¿ seen on echo images, central ai confirmed, no tissue or central ai seen post viv.  Impression/recommendations: unable to visualize ¿tissue¿ on cine. Echo shows ¿tissue¿ in several different views. Appears ¿tissue¿ was causing central ai. No tissue or central ai seen post viv. Unable to confirm what object is or cause of ¿tissue¿ affecting s3 leaflets. Possible causes are reverted native leaflets or tissue from lvot secondary to valve manipulation across annulus from aorta to ventricle. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central ai was related to the ¿flail strip of tissue.¿ unable to confirm what object is or cause of ¿tissue¿ affecting s3 leaflets.  Possible causes are reverted native leaflets or tissue from lvot secondary to valve manipulation across annulus from aorta to ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 23 sapien 3 valve was implanted in the aortic position via transfemoral approach. Echo review of implanted tavr valve revealed a flail strip of tissue in the lvot that extended through the s3 leaflets during systole. A second valve was implanted in the aortic position via transfemoral approach, securing the tissue and achieving a satisfactory result by echo. During preliminary imaging review, central ai was discovered which was related to the flail strip of tissue.

Manufacturer narrative:
Corrected information: date of report changed from 01/24/2019 to 12/05/2018.